Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a an open video assisted thoracoscopic procedure on lung lobe, a component of the handle broke off. Another handle was used to resolve the issue. There was no patient injury.